Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The clinical analyst reviewed the file and stated the following: the surgeon stated that the ¿white to white - corneal diameter (wtw) was not correct. The technician had put 10.0 for the wtw¿ and usually the surgeon measures it on the table before the case. The surgeon confirmed that he ¿forgot to re measure it.¿ the clinical analyst suggested to the surgeon, the importance of confirming the patients wtw on table, prior to aphakic measurements. This patient has a previous surgical eye history of radial keratotomy (rk). The directions for use state post rk patients may ¿yield inaccurate refractive measurement.. ¿ the root cause of the reported event can be attributed to the surgeon¿s measurement of the white to white ¿wtw¿ value during the procedure. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient had a hyperopic refractive outcome in the left eye, following intraocular lens (iol) implant surgery. The surgeon used the system to measure the patient and to calculate the iol power. Per the surgeon, the system may have provided an incorrect iol power. The surgeon noted that the patient previously had refractive surgery in both eyes.